Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six weeks post implant procedure of the leadless implantable pulse generator (ipg), the thresholds measurements were varying and high. The pacemaker was reprogramed and remains in use. No patient complications have been reported as a result of this event.